Manufacturer narrative:
The reported event that led cover on the front of the device fell off was confirmed during visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that a led cover broke off of the device after a surgical procedure at the user facility. No patient involvement or delays were reported with this event.

Event description:
It was reported that a led cover broke off of the device after a surgical procedure at the user facility. No patient involvement or delays were reported with this event.